Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the ratchet gear was worn and comb was bent and they were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source - foreign: (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the mesher comb is damage over the right side during routine check. It was unable to move the graft carrier forward as ratchet function does not work. There was no patient involvement, no harm or delay. No adverse events were reported as a result of this malfunction.